Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that since implant, the patient has experienced a jolting sensation that was not a shocking sensation when they would bend the wrong way. It was clarified that the sensation a normal stimulation sensation. It was noted the patient has not experienced the high stimulation sensation since (B)(6) 2018. A request was made to have a manufacturer representative (rep) meet with the patient to check the device. They were provided with the phone number to schedule an appointment with a rep. No further complications were reported or anticipated.